Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature ports were damaged and broken off. They would need to replace the isolation circuit card, parts and price provided.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause is unable to be determined. They would need to replace the isolation circuit card, parts and price provided. Per follow up, spoke with biomed who confirmed replacement of the isolation card. No further repairs completed. Device passed verification check without further issues. No patient involved at the time of the malfunction. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature ports were damaged and broken off. They would need to replace the isolation circuit card, parts and price provided. Per follow up information received via phone on 18dec2024, transferred to biomed. Spoke with them who confirmed replacement of the isolation card. No further repairs completed. Device passed verification check without further issues. No patient involved at the time of the malfunction.